Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a rupture in the st92 transfuser. There was difficulty in hitting the transfuser in the blood bag with a risk of perforation. Two blood bags were pierced and therefore rendered unusable. The event occurred before patient use, when preparing the transfusion. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of the file, it was determined that the affected item is a distributed purchased finished good (dpfg). ICU medical is not responsible for regulatory reporting on this item.